Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced a fall while descending stairs with the receiver in his pocket. He reported not receiving any alert and believes this may have contributed to the incident. Although he had no symptoms, he suspected he might have been experiencing low blood sugar at the time. The patient lost his footing, was unable to grab onto anything, and fell down the stairs. A neighbor witnessed the fall, provided chocolate, and helped the patient return home. The patient did not seek medical attention, and no blood glucose tests were performed. At the time of the report, the patient stated that he was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.